Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 9f sheath after an interventional atrial fibrillation ablation procedure. Reportedly, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. A voluntary medwatch report was received which states: "deployed perclose in rfv [right femoral vein], when pushing the knot down, suture snapped. Wire was still in rfv second perclose was inserted and hemostasis was achieved." No additional information was provided.

Event description:
Subsequent to filing the initial report, an email was received from the FDA communicating that the attached medwatch form on the initial report was unable to be opened. This supplemental report is being submitted with a further copy of the medwatch.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties.

Manufacturer narrative:
Sterile devices from the account with the same lot number as the original complaint device were tested for needle to cuff miss/ suture retrieval issues and all units passed successfully.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.